Event description:
Review of svc data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and fall-off tests. The last pt to use this belt did not report any deficiences.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed the hi-pot test and fall-off test. The cause of the hi-pot test failure is a loose cable (the cable connecting distribution node to the ECG electrode c and d complex) at connector j704 inside the distribution node (dn). Once the cable was inserted, the belt passed the hi-pot test. The root cause of the loose cable connector be positively identified but is likely assembly error. The cause of the fall-off test failure is a defective flash ram component u713. Pins 36 and 45 were found to be out of tolerance. The root cause of the out-of-tolerance pins cannot be positively identified. No adverse event resulted from the loose cable and defective component. The last pt to use this belt did not report any deficiencies.